Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient is experiencing unknown complications (right). Additional information received from litigation on 03/23/2018. Allegedly the patient was revised due to intra-operative and pathological findings included failed right total hip arthroplasty secondary to metallosis and brownish coloring of synovial fluid.